Event description:
The cement set prematurely. There was no adverse consequence or delay in surgery reported at this time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of this event was attributed to some factor external to co's product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the environmental conditions of the or may have affected the set-up time of the cement. Add'l info: a delay in surgery time was reported but did not exceed thrity minutes. There was no adverse consequence for the pt.